Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 5 was not visible on pyxibus and had no light emitting diode (leds) illuminated on the drawer's module controller. A field service engineer (fse) determined the module controller was faulty, removed it, and installed a replacement to resolve the issue. The customer completed an inventory workflow to test functionality, which completed successfully and confirmed normal drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5 was not detected on the bus, and the failed drawer was unrecoverable by the technician after a hard reset. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.